Manufacturer narrative:
(B)(4). Investigation result: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. The balloon was returned completely deflated. No damage was found on the catheter of the device. Functional analysis cannot be performed due to the balloon lumen was occluded and it was not possible to unblock it; therefore, functional analysis could not be performed to test for the reported issue of deflation failure. Based on the most relevant information of the complaint event description, device analysis, and the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Therefore, the most probable root cause of the event cannot be detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was noted that the balloon would not fully deflate. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.